Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. As a result, surgical intervention took place on (B)(6) 2021 wherein the entire scs system was explanted. Patient was placed on oral antibiotics. Follow-up information indicated the infection is resolving and patient is stable.